Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a blood glucose level over 400 mg/dl and observed that the ilet cartridge was leaking inside the device. The patient stated they had been connecting the supplies outside of the ilet. The agent advised that connections should be made inside the ilet, one piece at a time, and the patient acknowledged this. The patient chose to replace the supplies independently and declined additional assistance. The infusion set type was an inset, and the reported lot number was 30437. The patient¿s blood glucose was affected and remained above range for an estimated three hours. No backup therapy or ketone testing was performed, and no medical intervention, additional assistance, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.